Event description:
The customer reported that pt data was lost and the collimator iris and the collimator leaves did not coincide with the preview lines. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was calibrated. The system was tested and found to be working as intended and put back into service.